Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n112272015, implanted: (B)(6) 2007, product type: catheter; product ID 8590-1, lot# n099040, implanted: (B)(6) 2007, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information from the clinical report later indicated that there were no signs or symptoms. The sideport tap was done on the catheter to determine if the catheter was patent or if there was a possible occlusion/kink , none were found

Event description:
It was reported the healthcare provider (hcp) was not able to aspirate fluid on (B)(6) 2014. The diagnostic results stated there was free flow of cerebrospinal fluid (csf). The pump was subsequently replaced on (B)(6) 2014. The issue resolved without sequela on (B)(6) 2015. The pump was reportedly nearing end of battery life. The pump was used to deliver lioresal (baclofen) and morphine (unknown). It was unknown what led to the diagnostics being performed on (B)(6) 2014. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the hcp via a clinical study that 1 cc of csf was gently aspirated. It was unknown if the device was returned or disposed of. The pump was explanted for battery depletion. The estimated eri was 1 month on (B)(6) 2014.